Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-04900, reference MFR. Report # 1627487-2019-04901, reference MFR. Report # 1627487-2019-04902. It was reported the patient experienced inadequate stimulation with their scs system. Two of patient's four leads have pulled out, rep has reprogrammed using two leads. Surgical intervention may be pending to address the issue of lead pull out. Note: all of the patient's leads are being reported as explanted because it unknown which leads pulled out.

Event description:
Reference MFR. Report # 1627487-2019-04900. Reference MFR. Report # 1627487-2019-04901. Reference MFR. Report # 1627487-2019-04902.

Event description:
Reference MFR. Report # 1627487-2019-04900. Reference MFR. Report # 1627487-2019-04901. Reference MFR. Report # 1627487-2019-04902. It was reported that lead revision surgery happened on (B)(6) 2019 wherein two out of four leads one at l5 and the other at s1 locations were explanted and replaced. Therapy restored. Note: all the four leads were reported as explanted because it is unknown which leads were explanted and replaced.